Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Additionally, there was no deformation found at the location of the foreign material. Therefore, the root cause for the remaining foreign material could not be established. The event can be detected and prevented by following the instructions for use (IFU). The instruction manual reprocessing manual¿ jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. The instruction manual operation manual¿ jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.